Event description:
It was reported that the pt had received a blow at the implanted area, and an edema developed. All electrode channels showed in status hi. The pt was re-implanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as f/u report.